Event description:
It was reported during surgery that the device took full thickness graft instead of split on 1st take. Left leg ended up with full thickness skin graft. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - australia.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified no repairs related to the reported event. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during surgery that the device took full thickness graft instead of split on 1st take. Left leg ended up with full thickness skin graft. An alternate device was available for immediate use. Harm/injury and delay are unknown. Due diligence is complete.